Event description:
Diagnosis: hcc hepatocellular carcinoma. Procedure: radiofrequency ablation. Reportedly, the rfa was performed using a total of 14 mins. Current. Hairs were not shaved at the site of the grounding pad placement. The patient's skin was described as normal. When 2 mins. After initiation, the patient claimed they felt pain in the femoral part - hip area. The pads were peeled and checked and then reattached. After the procedure, the concerned skin was found to be red and flared.